Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure, the right ventricular (rv) lead exhibited rising pacing impedance and rising thresholds once connected to the new device.  Reprogramming was completed during the procedure for optimization, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.